Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No excessive no delivery alarm. Minor scratched display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading 400 mg/dl. Customer had removed the battery, bolused into the air and changed the reservoir. However, her blood glucose was 400 mg/dl in the morning. Customer had treated with manual injection. The insulin pump had alarmed for no delivery when the customer attempted to bolus. Customer also mentioned seeing air bubbles in the reservoir. Troubleshooting was performed and it was determined that the alarm was caused by an occlusion in the reservoir or infusion set. Advised that the insulin pump will be replaced due to the customer feeling uncomfortable with it. Nothing further reported.